Manufacturer narrative:
Device evaluation summary: service personnel (sp) inspected the ventilator and replaced the single board computer (sbc) board. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One sbc board was returned to medtronic for further analysis. The board was installed into the failure investigation test ventilator and froze on the six-image screen, failing to complete the power on self tes (post). The reported symptom of a blank screen could not be duplicated, but a secondary issue was found. On further connecting it to the hyperterminal software for, "bp_read data call failed!" Error message was observed in the captured feed. The cause of the observed symptom was a flash read error. The cause of the reported event could not be established. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the device was turned on but the screen remained black. No patient involvement.